Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from july 16, 2022, to july 18, 2022. H10: the actual device was not available; however, a video of the sample was provided for evaluation. The video was visually inspected and showed a leak at the port 2 spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, it was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the administration/spike port (middle port). This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.